Event description:
Excessive bleeding occurred upon removal of existing stent (rms-060024-r). Rep stated that the existing stent had been in place for 14 months (since (B)(6) 2011). Per complaint form: pt existing rms stents 6x22 on left side and 6x24 on right. When introduced cystoscope, found blood and clotting in bladder, evacuated clots using a syringe. Scoped bladder and did not see source of bleeding. Bladder was radiated in appearance and there was one small area of irritation and urologist said that could have been caused by the syringe. Exchanged 6x22 rms on left side as routine. Could not advance wire to kidney on right side, fluoro showed wire about even with the existing stent but lower than the newly placed stent on the left side. Urologist was unsure if existing stent on the right side was in kidney or ureter. Removed the wire and used grasper to remove the stent. The pt required a transfusion as a result of heavy bleeding when the stent was removed. Per email: pt is in stable condition. Vision was red immediately and bleeding prevented dr (B)(6) from seeing. They ordered blood as flow continued and administered it to pt. Pt was stable. Vascular surgeon and resident were called and they said would make an incision at the groin and do an angiogram procedure to see if they could find the source of the bleeding. Vascular surgeons stented the vein and did not see source of bleeding. Staff in room stated the conclusion was that a fistula had formed between the iliac vein and the ureter. I was told this was due to high levels of radiation the pt had been exposed in cancer treatment. After the vascular stent was placed, dr (B)(6) scoped the bladder and found some clotting, evacuated it, and placed a regular bard inlay 6x24 stent on the right side. Saw an intermittent stream of blood flow from side port of stent in bladder, unsure if this was "new" bleeding or simply draining the kidney/ureter from earlier in the case. Blood seemed less opaque. Monitored and placed a foley catheter for drainage.

Manufacturer narrative:
Two x resonance stents of unknown lot number were returned to cook (B)(4) for evaluation. They were not returned in their original packaging. Using (B)(4), one device was measured at 24 cm, confirming the device to be an rms-060024-r device. The second device was measured at 22 cm, confirming the second device to be an rms-060022-r. Spec for length is xx (+/- 0.5 cm); where xx is the stent length, as per drawing. The device involved in this complaint is the rms-060024-r device. There were no reported issues with the rms-060022-r device. Upon evaluation of the returned rms-060024-r device, the stent was confirmed to have been used. The formation of the stent was correct and as expected. No encrustations or blockages within the internal coils of the stent were noted. No issues such as a sharp edge were noted with the coils of the stent. No issues were noted with the internal drive wire. No defects were noted with the stent. No defects were also noted with the rms-060022-r device. The stent appeared correct in its formation and no encrustations or blockages within the internal coils were noted. It may be noted that the customer reported no issues with this device. A definitive cause for the customer's reported issue of the occurrence of a fistula was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. We are unable to conclusively determine the root cause of this complaint. As no defects or issues were noted with the returned device, the customer's complaint could not be confirmed. The pt's status was confirmed as stable. Although requested, no info was received regarding the functionality of the rms-060024-r device prior to its removal. The info received to date does not suggest there was any issue with the functionality of the stent such as drainage, etc prior to the removal of the stent. The info provided indicated that the stent had been indwelling in the pt for 14 months before an attempt to remove the stent was made (date of implant provided as (B)(6) 2011). These stents are not intended as permanent indwelling devices and must not remain indwelling or more than 12 months as outlined in the instructions for use, (B)(4). Removal of the resonance stent is standard practice as per the IFU. Prior to distribution, all resonance metallic ureteral stent and introducer devices are subjected to a visual inspection to ensure device integrity. The lot number of the device involved in this complaint was not provided, therefore it was not possible to conduct a review of the associated manufacturing records. The rms-060024-r devices are used for temporary stenting of the ureter in adult pts with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use for the resonance metallic ureteral stent set, ifu0020-11, users are cautioned as follows: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with follow-up procedures." A caution on the ifu0020-11 advises the following: "pts should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film)." A final caution indicates that: "individual variations of interaction between stents and the urinary system are unpredictable." The two year complaint history has been reviewed and this complaint for this specific rpn represents an isolated occurrence. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. No corrective action is warranted at this time. The pt's condition was confirmed as stable. No defects were noted with the returned device.